Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) ten years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus were unable to identify a probable cause for cracks on the front panel around the scope connector. However, it is likely that error code b30 occurred due to communication error due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomenon was identified during evaluation: the power switch was sticking intermittently. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source had a crack in the front panel around the scope connector. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, a faulty scope socket (b30 scope communication error) was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.